Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. Examination of the returned pump upon disassembly revealed a deposition within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. Additionally, no contact marks were observed at the distal end of the rotor, suggesting that this deposition may not have been in this specific location while the pump was supporting the patient. The deposition also lacked any signs of denaturation. A root cause for the formation of this deposition, as well as a duration for which it was present in this location, could not be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2015, the patient received a heart transplant. There were no issues reported throughout the duration of lvad support. On (B)(6) 2015, during the evaluation of the returned pump, a deposition was found.